Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The absolute pro ll (part# 1012016-150, lot# 9111151) indicated is being filed under a separate MFR number. Evaluation summary: the stent remains in the patient. The stent delivery system was not returned for investigation. Restenosis is a known possible adverse event listed in the instructions for use (IFU). A review of the finished lot history record did not reveal any non-conforming material reports associated with the lot. A cd of images of the procedure was provided. Clinical review of the images confirmed multiple stents that were restenosised (occluded), but the reviewer was unable to confirm specifically the absolute pro stent. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. All absolute stents are 100% visually inspected (inside diameter and outside diameter), 100% dimensionally inspected, and 100% radial force testing.

Event description:
Device issue: none. Adverse event: in-stent restenosis. Time of adverse event: 6 months post procedure. It was reported that the procedure was to treat re-stenosis of a 7.0 x 80 cm absolute pro stent, which was implanted 6 months prior in a moderately calcified left superficial artery. A new absolute pro was advanced and reached the target lesion without resistance. The thumbwheel turned easily to release the stent. During deployment, the first one-third of the stent was placed inside the previously implanted stent; however, the remaining two-thirds of the stent totally detached from the rest of the stent and migrated into the iliac artery. Another absolute pro was used to complete the procedure. The detached segment of the stent remains in the iliac artery. There was no adverse patient sequela reported. Although requested, there was no additional information provided.